Event description:
It was reported that the pump had a series of rotor stalls and rotor stall recoveries starting on (B)(6) 2013 that continued through to the day of explant. The patient experienced a loss of therapy related to the event. There was reported to be no patient injury. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient experienced increasing pain and a general feeling of being unwell related to the event. The patient lived on a farm and had little contact with any magnetic fields. Following the pump replacement, the patient was doing well.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump found a pump motor gear train anomaly ¿ ¿corrosion and/or wear and/or lubrication¿ and ¿stall due to shaft-bearing and gear pinion¿. Per the pump logs, the pump was delivering morphine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.